Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters, trek rx, global instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely that the combination of the IFU deviation and the balloon interaction with the heavily calcified anatomy contributed to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: finecross microcatheter. Guideliner guide extension catheter. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right coronary artery. The target lesion was prepared by using rotoblator atherectomy. A 3.0x20mm trek rx balloon dilatation catheter was advanced but could not cross the lesion due to the anatomy. The bdc was removed without issue, and a microcatheter and guide extension catheter were then advanced and crossed the lesion. The trek rx bdc was then re-advanced without resistance and crossed the lesion. The balloon was inflated to 10 atmospheres (atm) for 15 seconds. The balloon was then deflated and was moved proximally approximately 20 mm by the physician. The balloon was reinflated to 20 atm for 40 seconds when the balloon ruptured. The device was removed without issue, and an nc trek bdc and xience sierra stent were used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.